Event description:
It was reported by service report that the zoom pops out of drive when you hit a pump. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Eval result: damper arm.